Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Event 1: b30 error message it is likely water invaded the device from the discovered leak in the bending section cover, which caused corrosion/breakage of the image sensor unit/electrical components (circuit board) inside the scope connector and resulted in the displayed error message temporarily. Event 2: distal end cover burned it is likely the event occurred due to irregular irradiation with high frequency electrosurgical accessories or endotherapy accessories for laser cauterization. Although the instructions for use (IFU) warns about the use of high frequency electrosurgical accessories or endotherapy accessories for laser cauterization, it was possible that the user failed to comply with it. The following information is stated in the IFU: ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ IFU (operation manual) advises to inspect the subject device as follows: 3.1 "the workflow of preparation and inspection" before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. IFU (operation manual) provides the following countermeasure when the subject device has abnormal image as follows: 5.3 "withdrawal of the endoscope with an irregularity" if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿ withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿ withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿ withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿. IFU (operation manual) provides information in regards to the handling of high frequency electrosurgical accessories as follows: 4.3 "using endotherapy accessories:" warning ¦high-frequency cauterization treatment always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. IFU (operation manual) advises the handling of endotherapy accessories for laser cauterization as follows: 4.3 "using endotherapy accessories:" warning ¦laser cauterization to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the distal end of the endoscope is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the b30 scope communication error could not be duplicated. Additional findings include the following: the bending section cover came off, while attempting the electrical safety checks the assembling of the device came off, the plastic distal end cover was burned, the bending section cover was bitten, the bending section cover adhesive was separated, the connecting tube had a dent, the control unit was corroded, the universal cord had a wrinkle, the connector / circuit board was corroded, the connector cable was damaged, the angle inspection was low, the switch contact / switch box unit had no function, the charged coupled device unit peeled off, and the image had a tilt / upright alignment. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.